Manufacturer narrative:
Batch review performed on 06 october 2020: lot 1908321: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3644hct flat pe hc liner 36/e (k103721) lot. 1910288. Batch review performed on 06 october 2020: lot 1910288: (B)(4) items manufactured and released on 02-jan-2020. Expiration date: 2024-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6530 cancellous bone screw, flat head 6,5 l 30 (k103721) lot. 2002265. Batch review performed on 06 october 2020: lot 2002265: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem p 01.18.402 amistem-p std stem size 2 (k173794) lot. 1909804. Batch review performed on 06 october 2020: lot 1909804: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involed: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 36 size m 0 (k112115) lot. 1907359. Batch review performed on 06 october 2020: lot 1907359: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 15 days after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d, explanted all implants, and replaced them with new implants. The surgery was completed successfully.